Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users were unable to log in using fingerprint authentication. A technical support specialist validated that the user profile was active, restarted the lumidigm services, restarted the cubex application, and advised fingerprint re-enrollment after the issue persisted. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, users were unable to login with fingerprint. However, there were no delays or adverse events or injuries reported based on this event.